Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a lower extremity runoff procedure involving a lesion in the lower leg, the zipwire coating stripped off during insertion into a 4fr pigtail catheter. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'ok'.